Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had radiolucency on the radiograph on the femoral side and patient had pain. Surgeon removed the ps insert which had some medial edge wear and yellowing of poly. Femur, tibia, and patella were not loose and poly was exchanged for a 5x10 mm size the femur dicerted on op role was a 5. Confirmed m/2 siza of implant femur was 73 mm. No other issues presented in the case. Doi: 2002. Dor: june 18, 2019. Right knee.